Event description:
It was reported that the radio frequency (rf head) would not interrogate a device. The rf head was swapped out for a different one and the new one worked fine. The rf head has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device had intermittent telemetry and failed all uplink amplitude functional testing due to the cable being out of electrical specification. It was also noted that the label coating was starting to come loose. (B)(4).